Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('pain'), thrombosis ('blood clot in leg (neuropathy)') and neuropathy peripheral ('peripheral neuropathy/ neurological conditions or problems type: peripheral neuropathy') in an adult female patient who had essure (batch no. 823471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eosinophilic esophagitis and deep vein thrombosis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and burning sensation ("constant burning of legs, hips"). In (B)(6) 2013, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: went through menopause") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, extensive lysis of adhesions, d & c, lysis of rt. Ovarian cyst). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the burning sensation had resolved. At the time of the report, the salpingitis, pelvic pain, thrombosis, neuropathy peripheral, menopausal symptoms and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain upper, burning sensation, menopausal symptoms, neuropathy peripheral, pelvic pain and thrombosis to be related to essure. The reporter commented: the device is in good position with 3 trailing coils on left side and a similar fashion used on the opposite side with 4 trailing coils on the right side. Discrepancy noted in essure insertion date - (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: they were in place. Bilateral iatrogenic fallopian tube tubal occlusion. Normal uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : new event salpingitis added. Reporters and medical history were added and laboratory data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thrombosis ('blood clot in leg (neuropathy)') in an adult female patient who had essure (batch no. 823471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eosinophilic esophagitis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In january 2013, the patient experienced neuropathy peripheral ("peripheral neuropathy") and burning sensation ("constant burning of legs, hips"). In march 2013, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: went through menopause") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. In february 2014, the burning sensation had resolved. At the time of the report, the pelvic pain, thrombosis, menopausal symptoms, neuropathy peripheral and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, burning sensation, menopausal symptoms, neuropathy peripheral, pelvic pain and thrombosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-sep-2012: they were in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thrombosis ('blood clot in leg (neuropathy)') in an adult female patient who had essure (batch no. 823471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophagitis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced neuropathy peripheral ("peripheral neuropathy") and burning sensation ("constant burning of legs, hips"). In (B)(6) 2013, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: went through menopause") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the burning sensation had resolved. At the time of the report, the pelvic pain, thrombosis, menopause, neuropathy peripheral and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, burning sensation, menopause, neuropathy peripheral, pelvic pain and thrombosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: they were in place. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet- events went through menopause, peripheral neuropathy, pain, blood clot in leg (neuropathy); constant burning of legs and hips and lot number were added. Event injury was deleted and device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.